Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown. D4: only di provided as lot number is unknown.

Event description:
An event involving an endotracheal tube reported that cuff leaked during use. There was patient involvement and no harm/adverse event reported.